Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d224trk ICD, implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds and no capture after an epicardial ablation. The lv lead was explanted and replaced. During explant, insulation damage was noted on the lv lead. No patient complications have been reported as a result of this event.